Manufacturer narrative:
Article citation: chao, yu-jang et al. "Xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan", journal of the chinese medical association, 01/jan/2021, pp 2-22. This event was previously reported in MDR ID #3011299751-2021-00069, however, supplemental information was received specific to this patient warranting the submission of this report. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Reported event of shallow anterior chamber with tube occlusion needing laser iridoplasty in the left eye was noted in the article: "xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan."